Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective moog blower unit. As a resolution, vyaire technical support initiated warranty replacement for a moog blower.

Event description:
It was reported to vyaire medical that bellavista1000 ventilator had tf alarm 401 - inspiration valve or device leaky and alarm 316 - blower failure. Issue happened during calibration. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.